Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling procedure. The pt age was reported as over 55 years. According to the complainant, during the procedure, the association loop "broke". The complaint was unable to report if the association loop split in half or if any portion of it detached from the device. The procedure was completed with another obtryx halo system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).